Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The following field was updated:

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the foreign matter found in nozzle and clogging, the evaluation findings are as follows: due to nozzle clogging, water removal ability did not meet the standard value; due to deformation of the electrical connector guide pin, water tightness was lost; indication on the suction connector was peeled, the universal cord had a scratch and was wrinkled, switch buttons one (1) and four (4) had wear, paint was peeled on the air/water cylinder and suction cylinder, protector of the universal cord on the control section side had a scratch, protector of the universal cord on the suction connector had a scratch, the plastic distal end cover had a dent, and the connecting tube had a scratch and was wrinkled. The following was also provided by the customer in regards to the insufficient cleaning: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of the pre-cleaning. The air/water nozzle was flushed with air and water. No abnormalities in the accessories used for reprocessing. The nozzle was cleaned with lint-free cloths/brushes/sponges and flushed with detergent solution. It was not known when the foreign material adhered to the nozzle, and there were no other reprocessing concerns. The following provides additional information based on the legal manufacturer's final investigation: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a variable hardness adjustment issue while using the evis lucera colonovideoscope. The device was inspected before use. There was no patient harm associated with the event. The device was returned and evaluated. During the device evaluation, the following reportable malfunction was found: foreign matter was clogging the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.